Manufacturer narrative:
H10. Additional information in b6, bt and d6b. Internal reference number: (B)(4). H11. Corrected information in fields: b3 and d6b. Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that a revision surgery on the left hip of the patient was performed due to chronically elevated cobalt and chromium levels. During revision surgery, corrosion was found around the femoral head and neck junction with no obvious evidence of local tissue reaction. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The reported elevated cobalt and chromium levels and operative findings of some mildly inflamed synovium, corrosion around the femoral head and neck junction, both on the trunnion as well as in the female portion of the femoral head may be consistent with findings associated with trunnionosis. However, the root cause of the elevated cobalt and chromium levels and trunnionosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and neither a definitive nor potential root cause can be determined. Due to insufficient information provided we are also unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6. It was reported that left hip revision surgery was performed. During the revision, the modular head was explanted. The r3 shell, r3 line, modular sleeve and stem all remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. However, the released devices would have met manufacturing specifications at the time of production. If the products or additional information become available in the future, the tasks will be reopened and performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The reported elevated cobalt and chromium levels and operative findings of some mildly inflamed synovium, corrosion around the femoral head and neck junction, both on the trunnion as well as in the female portion of the femoral head may be consistent with findings associated with trunnionosis. However, the root cause of the elevated cobalt and chromium levels and trunnionosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant or implant failure. The patient impact beyond the revision and expected transient post-operative convalescence period cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal reference number: (B)(4).

Event description:
It was reported that a revision surgery on the left hip of the patient was performed on (B)(6) 2020 due to chronically elevated cobalt and chromium levels. During revision surgery, corrosion was found around the femoral head and neck junction with no obvious evidence of local tissue reaction. The patient was stable after the revision. Primary surgery was performed on (B)(6) 2010.